Event description:
I don't remember the exact date of the surgery, but fall of 2000 is about right. I had lasik in both eyes. One is fine but the other is not. I had astigmatism and somehow during the surgery, the laser actually created a 'divot' in my cornea. This has created the effect of still having astigmatism in that eye, though in the reverse: rather than a bulge or warping outwardly, it is a warping inwardly. A later surgery was performed about 5-6 years later to correct this but it did not. As a result, along with the sudden onset of presbyopia immediately following surgery, I've never actually been completely independent of glasses. I also immediately experienced the need for a very brightly lit environment for me to see well enough and, as the day progresses, I need stronger and stronger reading glasses and more and more light. As a result, it is difficult to consider a prescription glasses remedy since, at any given time of the day, I need a different corrective strength. It has created a cross-eyed, strained feeling if I go without them when doing any kind of close to mid-distance work or reading. I can, however, drive ok, especially if I close the one eye. Over all, while I was aware of possible over or under correction, I was expecting to be rid of the astigmatism. While I knew that presbyopia could be accelerated, it was not explained or expected that it would be immediate. While there is some improvement in my far distance, I am generally disappointed in the results and have not experienced the reason for having lasik: eliminating or greatly reducing the need for prescription glasses.